Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/03/2025, it was reported by a facilities representative via sems-06914671 that an ar-8500obe flute set had experienced breaks during a case within an ar-8330h shaver handpiece. This was discovered during a case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided which may include the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to normal wear and tear of the locking pin in the shaver handpiece.